Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedances and loss of capture on the left ventricular (lv) lead. The impedances were greater than 3000 ohms. The patient was noted to have fallen when the measurements were observed, however, fluoroscopy did not reveal lead damage or movement. The lv lead was surgically abandoned and replaced. This crt-d remains in service. No additional adverse patient effects were reported.